Manufacturer narrative:
Covidien reference: (B)(4). The device was returned for investigation and the reported malfunction was confirmed. A clear sticky substance was found inside of the unit and on the display cable. The malfunction was determined to be related to contamination from a foreign substance.

Event description:
It was reported that a pulse oximeter display was missing segments. There was no patient involvement. There is no report of serious injury or death associated with this event.